Event description:
It was reported that they just beginning rewarming phase and device was alerting 11 (pt below low patient alert). Target temperature tt was 37c, patient temperature pt was 31.1c, water temperature wt was 42.1c, water flow rate wfr was 3 l/m. 4 pads connected with good coverage. Cooling target temperature was 32c. Confirmed patient temperature had been dropping since around noon, but water temperature had been responding as expected. At 14:00 patient temperature pt was 31.4c and water temperature wt was 32.8c. Trend currently thermoneutral. Advised device was responding as expected with very warm water temperature to try to get patient temperature back on track. Discussed adding warm blankets or bair huggers to assist. Nurse also asked about viewing past temperatures from this morning. Walked through utilizing arrows beside graph for estimates.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they just beginning rewarming phase and device was alerting 11 (pt below low patient alert). Target temperature tt was 37c, patient temperature pt was 31.1c, water temperature wt was 42.1c, water flow rate wfr was 3 l/m. 4 pads connected with good coverage. Cooling target temperature was 32c. Confirmed patient temperature had been dropping since around noon, but water temperature had been responding as expected. At 14:00 patient temperature pt was 31.4c and water temperature wt was 32.8c. Trend currently thermoneutral. Advised device was responding as expected with very warm water temperature to try to get patient temperature back on track. Discussed adding warm blankets or bair huggers to assist. Nurse also asked about viewing past temperatures from this morning. Walked through utilizing arrows beside graph for estimates.